Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements, greater than 2,000 ohms. Additionally, threshold measurements had increased since implant, from 1.0 v @ 0.5ms to 1.6 v @ 0.8ms, with decreased sensing from 25.0mv to 4.6mv. The device was checked and the physician elected to continue to monitor the device system. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.